Event description:
See initial report.

Manufacturer narrative:
As per follow up with the customer, livanova was informed that the device cleaned regularly per the instruction for use., the hospital does not use of reusable blankets, water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU, the device is stored drained, h2o2 is added when the water in the tanks is changed (each 7 days), a disposable pall-aquasafe water filter with an 0.2m membrane is used for tap water or equivalent performance filter, prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected, device surfaces are disinfected after every operation, the 3t aerosol collection set is replaced after the allowed use period, the device is placed outside of the operation theatre during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
No further investigation is possible and the root cause could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, the laboratory results showing the 3t heater cooler device is contaminated with mnt chimaera, the customer required dd procedure there was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.